Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient experienced an event of on (B)(6) 2025 where patient had multiple issues with skin around insertion site. Tissue around the skin turns white and firm. Patient changed medication and insertion site but continues to have white area in skin around the site. Eventually patient changed to using the old saf-t butterfly subcut device and no issues with white tissue around device. No further information available.